Manufacturer narrative:
Five days after the onset of the peritonitis, the patient was not recovering. The patient¿s catheter was removed and the peritoneal dialysis (pd) therapy was discontinued. The patient was moved to hemodialysis. A re-catheterization was planned for three months later. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began antibiotic treatment with vancomycin (1 gram per one bag) intraperitoneally and meropenem (500 milligram, 3 exchanges per day, route of administration not reported) for peritonitis. At the time of report, the antibiotic treatment was ongoing and the patient was not recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.